Event description:
In 2009, the patient reported her blood glucose has been elevated of up to 250 mg/dl and she believed it was due to the infusion device not functioning properly. Her normal blood glucose range is 80-150 mg/dl. She stated this began 2 weeks ago. She stated that the bolus was "feeding differently" and when she programmed, a bolus in the confirmation beeps sound "wacky." She programmed a bolus in the air at the time of the report and the infusion device functioned properly. She stated that her blood glucose does not decrease when she boluses through the infusion device and will only decrease if she injects insulin via syringe. She does not feel she is receiving the programmed boluses. Upon follow up three days later, the patient stated that she switched to her backup infusion device, and her blood glucose returned to normal within 6 hours. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.